Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also observed on the rv channel. No changes were made and the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated the clinical observations in this event were believed to be due to an insulation abrasion involving the rv lead. The patient also reported experiencing a syncopal episode. Surgical intervention was performed and the rv lead was abandoned and is no longer in service. No additional adverse patient effects were reported.